Event description:
The needle/stylet was difficult to remove from the vein of the baby as the yellow base was blocked. When the nurse released the needle/stylet, she pricked her finger.

Manufacturer narrative:
Add'l info regarding this incident has been requested. The sample has been received and is currently being decontaminated. Upon completion of the investigation, a supplemental report will be filed. (B)(4).